Event description:
It was reported by service report that the head section bearing cap was broken. This could affect stability of the head section. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.